Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing recurrence resulting in inappropriate high ventricular rate (hvr) episodes and pacing inhibition. The rv lead also showed high capture threshold and low pacing impedance that was gradually decreasing. The rv lead was capped and replaced on 09 jan 2026. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in false high ventricular rate episode. No programming changes or intervention were made. There were no patient consequences.